Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that non-stryker components contained within the device were smoking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The engineering technician was able to confirm that the handpiece emitted smoke, and had evidence of non-stryker repair work, which may contributed to the reported event.

Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that non-stryker components contained within the device were smoking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.